Manufacturer narrative:
Based on available information, this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost choked [choking sensation]. Brush broke - oral-b brush head [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2017 that while brushing her teeth that morning, the oral-b flexisoft or precision clean brushhead broke causing her to almost choke. The case outcome was recovered. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
14-nov-2017 product investigation results: the reporter returned toothbrush head on 14-nov-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]. Brush broke - oral-b brush head [device breakage]. Product counterfeit [product counterfeit]. Case description: report source: spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2017 that while brushing her teeth that morning, the oral-b flexisoft or precision clean brushhead broke causing her to almost choke. The case outcome was recovered. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.